Event description:
A (B)(6) male pt presented with right leg numbness and weakness. The pt was scheduled for posterior decompression at l2/3, l3/4, and l4/5. After successful decompression of the right l2/3 and right l3/4 foramen, the surgeon began decompression of the left l3/4 using a baxano 10 mm microblade shaver. After approx 6 reciprocations using the shaver, the surgeon noted a "possible snap tip of sap". The physician stopped reciprocations for this level and proceeded with baxano decompressions on the left and right l4/5 foramen with no issues. No add'l treatment was performed and no sequelae were noted. The device was not returned for inspection as no device malfunction occurred. The surgeon did not consider this to be a serious adverse event because there was no adverse sequelae.